Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that they received no delivery alarm while attempting to change the infusion set. Customer's blood glucose level was 160 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer called back stating during the manual prime process they are getting no delivery alarm once again. Customer was advised to change out the infusion set and reservoir. Customer was advised that a replacement reservoir would be sent out and agreed to return the product for further analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.